Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to reproduce the reported issue. The stm completed preventive maintenance (pm) with all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that an autofill failure occurred on a cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this occurred; however there was no known harm or injury to patient and no adverse event was reported.